Manufacturer narrative:
Add'l info: no product was returned to assist with our investigation; therefore, we could not determine with certainty the root cause of this event. We recommend to prepare the balloon lumen with standard contrast-saline mixture by filling a syringe of appropriate size with 1:1 mixture of contrast medium and normal saline. This product line is inspected by our quality control department 100%, ensuring the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied and visually verifying the shaft material is free of other surface imperfections. Additionally, the lumen of the atb advance pta dilatation catheter is wired 100%, using the proper size qc checker wire. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.

Event description:
They were utilizing the balloon catheter during a tips revision. The balloon was placed and inflated up to 8 atm's. Upon an attempt to deflate the balloon, it would not deflate. Various attempts at deflating the balloon were made; however, they were unsuccessful and the balloon was subsequently over-inflated and ruptured. The balloon catheter was then removed from the patient. Patient is fine. No adverse effect.